Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited whitish foreign material in the air/water cylinder and air/water tube. There was no report of patient involvement or user injury associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is possible that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the forceps elevator. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). IFU states that the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.